Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was further described as error of caregiver. It was further stated that the patient¿s caregiver was in a period of depression which potentiated the breach in aseptic technique. Treatment for the event was not reported. The patient was recovered from the peritonitis event. No further detail was provided regarding whether the patient was hospitalized for the peritonitis event, if extraneal, physioneal or nutrineal therapies were ongoing or if the patient was retrained on proper aseptic technique. No additional information is available.